Manufacturer narrative:
As a result of the investigation, it is thought that the catheter kink may have affected the pump flow. Regarding the catheter kink, based on the location where it occurred, it is possible that the kink occurred when the catheter was fixed to the filter cover. Therefore, the cause of the outbreak related to the manufacturing process was not identified.

Event description:
It was reported that when the pca button was pressed, the chemical solution did not flow. There was no disinfection or sterilization, and no infectious disease occurred. There was no patient harms or adverse event reported as a result of the event